Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated procedure that occurred in (B)(6) of 2023. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the ipg was set to surgery mode. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).